Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage during surgery removal') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding menorrhagia") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and complication of device removal ("breakage during surgery removal"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, headache, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, nausea and complication of device removal had not resolved and the vaginal haemorrhage, heavy menstrual bleeding and migraine outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bladder probslems, urinary problems, bladder infection, uti. Removal of essure was not recommended by treating physician. Complications during removal surgery? Breakage. Select all injuries resolved post-removal: none. Discrepancy noted in date of insertion (B)(6) 2009, (B)(6) 2009.removal date: (B)(6) 2004. The essure device was laced in each ostia with approximately 6 coils visible after placement bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter's information added.rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('breakage during surgery removal') and pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and complication of device removal ("breakage during surgery removal"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, headache, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, nausea and complication of device removal had not resolved. And the vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, urinary problems, bladder infection, uti. Removal of essure was not recommended by treating physician. Complications during removal surgery? Breakage. Select all injuries resolved post-removal: none. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: essure confirmation test(s) (unspecified): bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage during surgery removal') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and complication of device removal ("breakage during surgery removal"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, headache, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, nausea and complication of device removal had not resolved and the vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, urinary problems, bladder infection, uti. Removal of essure was not recommended by treating physician. Complications during removal surgery? Breakage. Select all injuries resolved post-removal: none. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abnormal bleeding (vaginal,menorrhagia),migraines reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage during surgery removal'), pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and complication of device removal ("breakage during surgery removal"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, headache, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, nausea and complication of device removal had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, nausea, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, urinary problems, bladder infection, uti. Removal of essure was not recommended by treating physician. Complications during removal surgery? Breakage. Select all injuries resolved post-removal: none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage during surgery removal'), pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and complication of device removal ("breakage during surgery removal"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, headache, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, nausea and complication of device removal had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, nausea, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, urinary problems, bladder infection, uti. Removal of essure was not recommended by treating physician. Complications during removal surgery? Breakage. Select all injuries resolved post-removal: none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: patient demography and lab data was added. Previous event ¿injury¿ was replaced with ¿ device breakage¿. New events added: ¿pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gen. Abnormal bleeding, anemia, bladder problems, urinary problems, bladder infection, uti, fatigue, gi conditions, headaches, nausea, complication of device removal", case upgraded to incident. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.